Event description:
It was reported that an ilet pump became unusable when the screen was unresponsive and cracked, and standard troubleshooting steps including mobile app restart and firmware update did not restore function. A replacement was issued and the user was instructed to shut down the device, return it with the provided label, and use backup therapy, while continuing cgm separately and understanding that data would not transfer to the replacement. No injury reported. Outcomes included temporary interruption of insulin delivery that required device replacement and use of backup therapy. Investigation included customer interview, guided troubleshooting, and review of device use information synced prior to shutdown. Investigation of this case revealed a damaged display and unresponsive user interface. It was concluded that the device experienced physical damage to the screen leading to loss of function, and replacement was warranted.